Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, one blade/screw guide sleeve, one 3.2mm wire guide sleeve, and one 3.2mm trocar were unable to connect together, and were no longer self-retaining. There was no patient involvement. This report is for one (1) blade/screw guide sleeve. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.017, lot l274027: manufacturing site: bettlach. Release to warehouse date: january 30, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the threads on the sleeve were slightly stripped. The stripped threads might have caused a device interaction issue. The device was also missing the red line marking, the missing epoxy was investigated and does not require any additional investigation for this defect. No other issues were observed with the returned device. The functional test was performed on the returned device with the wire guide sleeve and there is some resistance noted while assembling. Further, the buttress/compression nut was not returned, but stripped threads might have caused device interaction. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. The complaint condition was confirmed as the stripped condition of the device could have contributed to the complaint condition. No definitive root cause could be determined based on the provided information. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.